Event description:
Event description cpi received information that a patient with a ventricular unipolar (4161) and a porous tip sensing lead (4171) had both these leads removed from service due to conductor problems.